Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the instrument did not grasp and there was no cautery. Each instrument was connected to pmv equipment and registered a mechanical fault. Each instrument was disassembled. A crack in the proximal portion of each probe shaft was found. Based on these observations, the cause of the mechanical fault was determined to be the crack in the probe. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the cracked probe. The file was concluded to be a misuse of the product. Replication of the cracked probe shaft may occur when the probe shaft makes contact with the out tube while the system was energized. The information for use for this product states: avoid using the ultra shears device as a lever, either while dissecting or while activating the instrument. Added stress to the tip may cause the probe to touch in the inner tube portion of the instrument, resulting in mechanical failure and/or rendering the instrument inoperable. The event did not meet the regulatory reporting criteria. A review of the current historical complaint data reveals no trend for a device related failure for this condition. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
Customer states: during procedure, the device did not grasp tissue firmly and thermal spread was poor. New device was used to continue. No patient harm. Procedure: lap. Living donor nephrectomy. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. The device was activated.